Manufacturer narrative:
The impella device was discarded, and the investigation has been completed. The root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that after the sheath was exchanged, the patient developed a large hematoma under the skin. The impella cp was removed due to the hematoma. An intra-aortic balloon pump was placed on the left groin. Femstop was placed on right groin after perclose was deployed. The patients outcome was noted to be stable.